Event description:
Potential for injury associated with an m51 power chair where the joystick will not turn off. This issue could cause erratic/unintended movement which is likely to cause injury to the user or a bystander.